Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test. However, an unexpected motor noise was noted during the rewind due to faulty motor. Unit received with severely scratched lcd window. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that customer had high blood glucose of 473 mg/dl, which was treated with a bolus delivery. Customer did not have symptoms out of the ordinary. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning as designed. Insulin pump would be replaced per caller's request.